Event description:
It was reported that they were getting gridlines, this caused the patient to be re-exposed. The fe found the kv waveform needed adjustment and a calibrations redone, once this was done the system is working as intended.